Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that insulation was damaged.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: insulation compromised the probable root causes could be user misuse, excessive force, or improper sterilization methods. . (B)(4).

Event description:
It was reported that insulation was damaged.